Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two unspecified mentor saline smooth breast prostheses, suffered right breast implant deflation and left breast capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 300cc mentor smooth round moderate plus profile saline, catalog: 3502300, lot: 7566187, sn: (B)(4) and (left) 300cc mentor smooth round moderate plus profile saline, catalog: 3502300, lot: 7628767, sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On april 7, 2020, the product investigation was completed. Device investigation summary: during visual inspection, a tear was noted on the anterior view of the device, measuring 3.5 cm, and causing a rupture. It is possible that the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).